Manufacturer narrative:
Investigation: our quality engineer inspected the video submitted for evaluation. Bd received one video showing venipuncture being performed and blood flowing out the back of the adaptor. After inspecting the provided video, it was determined that the device used in the incident is not a blood control unit. The reported batch number belongs to a standard insyte autoguard 20ga device but it was also discovered the device being used in the video is a standard insyte autoguard 22 ga device. A defect could not be confirmed as the device involved does not have the blood control feature. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) leaked blood. The following information was provided by the initial reporter: "it was reported catheter failed verbatim: we received the canister and will send this and another failed catheter from the same lot. We are at a (B)(4) failure rate."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20 ga 1.00 in (1.1 x 25 mm) leaked blood. The following information was provided by the initial reporter: "it was reported catheter failed. Verbatim: we received the canister and will send this and another failed catheter from the same lot. We are at a 100% failure rate."